Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use the cuff pressure was 24cmh20, but was increased to 30cmh20 due to leaks. The hcp is concerned about tracheal wall damage. The trachs are changed every 29 days. Patient outcome was no injury.